Event description:
Pt fell on knee and had effusion. The surgeon was worried that poly may have broken. When the poly was removed, it looked good. Effusion may have been from something other than component.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system, compared to a professional meter, within 10 minutes: 1) 121 mg/dl (aviva) 2) 59 mg/dl (doctor's meter) customer felt low blood glucose symptoms with his high reading on the aviva meter. He was given orange juice by his doctor, but would have been able to self-treat. No adverse event reported. No actions taken based on device results. Requested return of suspect device, and replacement was sent.